Manufacturer narrative:
(B)(6).the device was manufactured from march 04, 2019 - march 06, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had foreign material (white plastic). This issue was identified before product use. There was no patient involvement. No additional information is available.